Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during an unknown procedure. The patient age was reported to be over 18 years. According to the complainant, during the procedure, the association loop broke. The complainant was unable to confirm that nothing detached. Several attempts at follow up have been unsuccessful. The procedure was completed with another obtryx system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "ok".

Event description:
On (B)(6) 2010, the lay user/patient's mother contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high compared to feeling/ normal result(s). The medical surveillance specialist (mss) spoke with the reporter on august 17, 2010 and obtained the following information: the patient tests his blood glucose four to five times a day. The patient manages his diabetes with 13 units of lantus twice a day (morning and evening) and novolog insulin (based on his carbohydrate intake and the result with the subject meter). The reporter confirmed that the alleged issue occurred on (B)(6) 2010 at approximately 7pm. The reporter confirmed that the patient obtained a blood glucose result of "450 mg/dl" with the subject meter and clarified that the patient soon after increased his novolog insulin to 6 units in response to the alleged inaccurate result. The reporter corrected and clarified that approximately one hour after the alleged issue began, the patient had a seizure. The reporter corrected and clarified that she immediately administered treatment by giving the patient apple juice and cake gel. After feeling better several minutes later, the reporter corrected and clarified that the patient retested with the subject meter and obtained blood glucose results of "53 and 73" performed within a minute of each other. Just a few minutes later, the patient retested a third time with his secondary meter (the onetouch ultra) and obtained a blood glucose result of "100 mg/dl". At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter. The reporter corrected and clarified that a control solution test was performed during troubleshooting, however, the test strips used were from a new vial of strips. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, a spontaneous report was received from a physician's office mgr regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included an allergy to penicillin; the pt had no other documented medical conditions, no past aesthetic procedures, and no previous restylane injections. The pt's skin type was "#2." Concomitant medications included metformin, synthroid (levothyroxine sodium), vytorin (simvastatin and ezetimibe), singulair (montelukast sodium), and zyrtec-d (cetirizine and pseudoephedrine). On (B)(6) 2010, the pt received an injection of restylane from a 1 ml syringe (amount injected was unk) to the lower lip for augmentation and around the laugh lines. Pre-procedure medications included topical lidocaine and a lidocaine injection with epinephrine. Additional procedures performed at the time of implantation included botox (onabotulinumtoxina) to the glabellar lines and forehead. On an unspecified date in (B)(6) 2010, after the implantation, the pt developed swelling and a cyst-like, white bump. The pt was instructed to ice the area and follow-up in 1 week. The pt returned to the physician's office 1 week later; the bump was visible to the eye and "looked like a white ball." The pt complained that she was not able to close her mouth properly, it was hard for her to eat or drink, she could not draw her lips together around a straw, and she had some difficulty speaking because of the amount of swelling. On an unspecified date in 2010, the physician took the product out using a "15 blade." As of (B)(6) 2010, the pt still had a little bit of swelling and difficulty eating and drinking and reported that her smile "was now crooked." The physician's office manager stated that it was "hard to say" if the restylane caused the reported events. The physician's office manager assessed the severity of the events as moderate. The lot number and expiration date were 1013473 and (B)(6) 2011, respectively. Despite follow-up attempts, no response was received from the physician. Company comment: "crooked smile" is assessed as customer dissatisfaction which is not an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.